Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2020 to address a burning sensation at ipg site (reference reg report: 3006705815-2020-30669). During the procedure, the physician cut both of the existing leads. As a result, the leads were explanted and replaced to address the issue.